Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was confirmed. Method & results: device evaluation and results: photographs of the shipper box were provided. The corrugated shipper box has evidence of severe damage; there are compression dents on two corners and the box has been perforated and torn. Photographs of the 10-packs that were shipped in this box were not provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the photographs provided, the corrugated shipper box has evidence of severe damage; there are compression dents on two corners and the box has been perforated and torn. Photographs of the 10-packs that were shipped in this box were not provided. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
Hospital received simplex shipment in metal drum on (B)(6) 2015. When they opened drum on (B)(6) 2015, it was discovered to contain damaged simplex.

Event description:
Hospital received simplex shipment in metal drum on (B)(6) 2015. When they opened drum on (B)(6) 2015, it was discovered to contain damaged simplex.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.